Event description:
During the implementation of field corrective order (fco86600081), a trilogy ev300 ventilator failed the active exhalation verification (aev) test. The device was not in clinical use at the time of testing, and there was no patient involvement or harm reported. A bench repair was arranged. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.